Manufacturer narrative:
The system involved in this complaint was returned for evaluation and a fet driver failure was detected. No adverse event was reported, however, this type of malfunction could potentially cause an adverse event. The number of incidents of this type remain within the expected rate for this product based upon the number of incidents reported and the number of units in distribution. Company continues to monitor and trend events of this type.

Event description:
Customer reported that his unit was getting too warm. We requested that the customer return the unit to us for evaluation. There was no adverse event reported.